Manufacturer narrative:
The freedom hospital ac power supply will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
Health professional at the hospital noticed that ac power adapter has a crack in the connection port. An alternate ac power adapter was utilized.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom hospital ac power supply s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of external components found connector cracked confirming the reported complaint. Power supply failed functional testing for acceptance at incoming inspection due to visible damage. Failure investigation for this complaint confirmed the reported issue from visual inspection. The customer complaint was not replicated; root cause of the reported crack in the connector was unable to be determined. Failure investigation identified no test failures or other damage that could have contributed to the complaint. There was no reported adverse impact to the patient. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Health professional at the hospital noticed that ac power adapter has a crack in the connection port. An alternate ac power adapter was utilized.